Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization in the left internal carotid artery (ica) procedure using penumbra coil 400's (pc400). During the procedure, while advancing the 28th pc400 through the px slim delivery catheter (px slim) the physician experienced resistance and the pc400 unintentionally detached within the px slim. The physician then removed the px slim in order to remove the detached pc400. The procedure was completed using the same px slim and a new pc400. After the procedure, the patient¿s condition worsened and a computerized tomography (CT) confirmed that the patient had a subarachnoid hemorrhage which was believed to be from the aneurysm. The patient underwent an additional procedure to embolize the parent vessel using non-penumbra coils; the procedure was successful and the patient¿s condition was stabilized.

Manufacturer narrative:
Results: the embolization coil windings were offset in multiple locations, and stretched in one location. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil windings were offset and the embolization coil was stretched. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. The od of the embolization coil was measured and found to be within specification. Since the px slim and the pusher assembly to the pc400 were not returned for evaluation, the root cause of the resistance felt and the unintentional detachment of the pc400 could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-01700, 3005168196-2016-01701, 3005168196-2016-01702, 3005168196-2016-01703, 3005168196-2016-01704, 3005168196-2016-01705, 3005168196-2016-01706, 3005168196-2016-01707, 3005168196-2016-01708, 3005168196-2016-01709, 3005168196-2016-01710, 3005168196-2016-01711, 3005168196-2016-01712, 3005168196-2016-01713, 3005168196-2016-01714, 3005168196-2016-01715, 3005168196-2016-01716, 3005168196-2016-01717, 3005168196-2016-01718, 3005168196-2016-01719, 3005168196-2016-01720, 3005168196-2016-01721, 3005168196-2016-01722, 3005168196-2016-01723, 3005168196-2016-01724, 3005168196-2016-01725, 3005168196-2016-01726, 3005168196-2016-01727.